Manufacturer narrative:
Striae was due to corneal edema. Placeholder.

Event description:
Customer reported a case of flap straie experienced during treatment with femtosecond laser system. Surgery was completed successfully. Pre op refraction was -5.0/-1.75 175 degrees. Post op refraction was retinoscopy- v-1.50 h 1.50. Pre op best corrected visual acuity (bcva) was 6/6 and post op bcva was 6/9.

Manufacturer narrative:
The patient is fully recovered and amo's clinical development specialist checked with the surgeon for a few more cases, all are fine now according to the surgeon. Clinical development specialist retrained the surgeon with the videos of our lifting technique and also explained to him the importance of the 3 swipe techniques. Clinical development specialist also rechecked with the surgeon by attending his surgery session. Initial reported - dr. (B)(6). Placeholder.

Manufacturer narrative:
Completed by manufacturer. (B)(4) - (striae). Evaluation: the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. Surgery was completed successfully. The clinic is reporting this event only and did not request field service or clinical support.